Event description:
A malfunction was reported, identified by code malf 9, for which a fault ID was available, and it was noted that the malfunction could be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.